Manufacturer narrative:
(B)(4). The complaint states that the patient experienced a possible hypoglycemic event and myocardial infarction on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia an mi.

Event description:
Patient contacted dexcom technical support (ts) on (B)(6) 2015, to discuss issues related to dexcom device. Patient mentioned to ts during this call that she had suffered a myocardial infarction (mi) on (B)(6) 2015. Patient stated that she exercised around 4:00pm on (B)(6) 2015. Patient went to bed between 9:00 - 10:00 pm that evening. Patient woke up between 12:00 - 12:30 am with chest pain. Patient's partner looked at the receivers' trend graph and reported a possible blood glucose level of 30mg/dl. Patient could not confirm blood glucose level at the time of the event. Patient and patient's partner could not confirm if low alert sounded. Patient's partner drove patient to the emergency room at approximately 6:30 am on (B)(6) 2015. Patient was given an EKG, and blood tests were performed. Results from tests confirmed that the patient sustained an mi. Patient was seen by a cardiologist, date unspecified, who performed an angiogram. It was later stated that hospital personnel removed patient's sensor wire. It is unknown if the patient required additional medical intervention. At the time of contact, patient reported to be doing great. No additional event or patient information is available.